Event description:
Patient returned from surgery 4/12/93, ventilated with camino icp monitor in place. The pt. Had a basilar tip bypass procedure performed, and was assessed as stable. Vital signs were stable, icp was within normal limits, and pt. Was following commands with both upper extremeties. Shortly then after, the patient reaved up in the bed, icp increased to > 200 torr. Hemorac put out a large amount of blood. As neursgurgical resident was being paged, the pt's heart rate increased to 147, blood pressure 205/110. Pupils were fixed & dilated l > r. When dr. Arrived, it was noted that pt's chest wall was not rising. Ventilator had been properly corrected, however no alarm was sounded. Pt. Was manually ventilated with ambu bag at 100%. Icp decreased from 180's to 100 immediately ventilator taken out of service immediately by resp. Therapist. Alarm came on when there was not pt. Attached.patient taken to surgery to venticulostomy performed and pt. Retured to unit stable but later rebled, hermiated and brain death occurred later that day 4/13/93device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-mar-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.